Event description:
Patient receiving 5fu infusion over 46hrs via avanos c-series 270ml; 5ml/hr elastomeric pump, by 46hrs, 30% of dose did not infuse and remainder of medication concentrated on one side of elastomeric pump.